Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 380mg/dl. The customer was having blood work done, and her white blood count and potassium were higher. Troubleshoot was declined as the customer was transferred to another room at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.